Manufacturer narrative:
At this time no product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device manufacturer date for the reported sensor is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported electric shock while wearing their freestyle libre sensor. The customer further reported that he/or she woke up to a "buzzing sound and the feeling of electricity throughout my body". There was no report of death, serious injury, or mistreatment associated with this event.